Event description:
The svc report shows that the audio alarm assembly did not function. The nellcor puritan bennett customer support engineer verified the malfunction. The customer support engineer inspected the device and adjusted the position of the alarm assembly to correct the problem. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.